Event description:
On 5/19/00, the facility's nurse mgr informed the MFR's sales rep of the following: the device was removed in 2000. Diagnostic radiology determined leakage of contrast from base proximal catheter. Post-op diagnostic is "non-functional device and leakage aroundbase of device". Date of implant not known at time of report. No further details were provided.